Manufacturer narrative:
(B)(4).

Event description:
Device in backup for unknown reasons. The device was reset, reprogrammed, and follow-up performed. The device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The aforementioned pacemaker was received for an analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content of the device was inspected. The battery status was as expected. However, the inspection of the memory content revealed that the pacemaker activated the safety backup mode on (B)(6) 2016 as a result of an invalid memory content. Furthermore, the analysis showed that the pacemaker was subsequently successfully reinitialized on (B)(6) 2016. It cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. Please note, that the activation of the safety backup mode does not indicate a material or manufacturing problem. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the analysis of the pacemaker did not reveal any sign of a material or manufacturing problem. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.